Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: h6:event problem and evaluation codes.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were intact. There was no evidence of the reported problem in the event log. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was not possible to determine the root cause of the issue; however, the expulsor assembly was replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by +9.45%. No patient involvement reported.